Event description:
On (B)(6)2023, a male patient with a verbalized history of irritable bowel syndrome underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). No issues were encountered during the procedure, and no patient movement was felt during trus insertion. After the aquablation procedure, the patient developed a low-grade fever, but the treating surgeon attributed it to a potential urinary tract infection (uti) and the patient was put on antibiotics and discharged home. On (B)(6)2023, procept biorobotics corporation (procept) became aware that approximately 11 days post-procedure, the patient presented in the emergency room (ER) with abdominal pain. A CT scan revealed a 1 cm rectal injury located proximal to the rectum, closer to the ureters, above the trigone, and near the peritoneal fold. A colorectal surgeon determined that the injury was unrelated to the trus probe because of its location. A laparotomy procedure confirmed that the patient had widespread "adhesive" tissue, which might have localized the injury around the pelvis, and was isolated from the peritoneal space, causing a delayed symptomatic response. The treating surgeon suggested that the adhesive tissue may have also been present along the rectal channel and folds, potentially contributing to the injury during trus probe insertion but was unable to recall feeling any resistance during the procedure. The patient underwent a colostomy procedure and was kept in the hospital under observation to allow the rectal injury to heal and was reported to be recovering well. No malfunction of the apogee 2300 digital color doppler ultrasound imaging system and associated component ecbp-1 trus probe was reported.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
N/a

Manufacturer narrative:
A review of the device history record (DHR) for apogee 2300 digital color doppler ultrasound imaging system (sn:(B)(6)) and its component ecbp-1 endocavity biplane ultrasound probe related to the reported event was performed, which confirmed that there were no nonconformance, failures, discrepancies or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the device met all design and manufacturing specifications when released for distribution. The review of the operation manual for the apogee 2300 device (IFU) found that it has covered the related safety instruction: 1.6 safety l) when performing the rectal ultrasound exam, be gentle in the movement. Do not perform violent operation, otherwise it may cause risks of perforation of the rectal wall, damage to the anus and perianal tissues, damage to the rectal mucosa or bleeding. In summary, the root cause for the reported event could not be determined. The user manual of the apogee 2300 device lists rectal perforation as a potential risk of the procedure. Based on the review of DHR, post-marketing data and IFU, the event is considered not to be device related. The information received determined that the rectal perforation was not related to the siui apogee 2300 device. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.